Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a broken yellow (pgnd) wire in the trunk cable.  The root cause for the open wire was excessive force. No adverse events occurred from the belt malfunction.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).